Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cs100 intra aortic balloon pump (iabp) had auto fill fail. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked and found same problem and during inspection suspected crm & safety disk both are defective, need more inspection. Checked and found same problem and during inspection suspected crm & safety disk both are defective , so crosscheck another iabp and after found crm & safety disk both are defective, need to be replaced. Fse replaced crm & safety disk after found problem is solved. Handed over to department with good working condition.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had auto-fill failure. There was no patient involvement.